Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported seeing an end of service (e os) error code last week and they had pain suddenly since (B)(6) 2017. The patient stated that their device died 5 or 6 years ago but they were dissatisfied with the ins longevity because their manufacture representative (rep) told them their ins would last 10-13 years. The patient was redirected to follow up with their healthcare professional (hcp) to have their ins battery checked. No further complications were reported/are anticipated.